Manufacturer narrative:
This report is being cancelled as duplicate to mfg report number 2249723-2024-00601. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter. G. All manufacturers. H. Device manufacturers only.

Event description:
This report is being cancelled as duplicate to mfg report number 2249723-2024-00601.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit ECG whip is defective, most of the signals are not displayed leads and the dii shows reduced voltage.